Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two mitraclips (70828u115, 71027u246) are filed under separate medwatch report numbers.

Event description:
This is filed to report the single leaflet device attachment with clip delivery system (cds 70905u163).it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first cds (70828u115) was advanced to the left atrium; however, while dropping the grippers, there were more micro bubbles present than expected. The cds was removed and replaced. The next cds (70905u163) was advanced to the mitral valve and the clip was deployed. The final cds (71027u246) was advanced to the mitral valve. Grasping was performed. While establishing gripper line removability, it was note that the gripper line felt tight. Deployment was continued. After 6 inches of the gripper line was removed, it was observed that the clip changed orientation on the valve. It was then found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and a new flail was present. The gripper line continued to be removed; however, the clip detached from the anterior leaflet (complete clip detachment/ccd). The cds was pulled into the guide, and the clip was retracted with the gripper line, but could not be retracted into the mouth of the guide. The system was retracted to the right atrium. The first implanted clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. The devices were left in the anatomy and the patient was sent to mitral valve replacement surgery. On (B)(6) 2018, the patient died. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. While the mitral regurgitation (mr) ultimately remained unchanged, the reported patient effects of worsening mr and death as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who concluded that the death was likely a complication of surgery and was not directly related to the mitraclip device. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (friable valve), and the user technique/procedural circumstances associated with the implantation of the second clip. The reported mr appears to be likely due to a combination of slda of the first clip and the procedural circumstances associated with the second clip (complete clip detachment/tissue damage etc.). A definitive cause for the reported death could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.